Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing procedure, the 8mm force bipolar instrument was found to have a broken black cable. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Correction- h8 update to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The complaint regarding a broken black cable was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement.

Event description:
Refer to h11 for follow-up information.